Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: two batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Visual inspection during failure analysis of (B)(4). Revealed a tear in the battery cable's outer sheath. Functional testing revealed that the battery could not charge or provide power to the controller. A review of the battery's internal log revealed that a cell pair, at one point in time, passed the voltage threshold. When this occurs, the battery will not charge until the voltage decreases below the threshold. If the battery remains connected to the battery charger with a cell-over-voltage flag, the battery charger status indicator will flash red after 8 hours due to a charge time-out. However, the battery was received with no flags enabled. Supplemental testing revealed an intermittent connection within the battery's output strain relief. After fixing the intermittent connection, the battery performed as intended. Failure analysis of (B)(4). Revealed that the battery passed visual examination. Functional testing revealed that the battery was unable to charge or provide power to a controller. Additionally, test equipment was unable to communicate with the battery. Supplemental testing revealed that the ground wire was intermittently open at the battery's output strain relief. After establishing communication, the battery failed functional testing due to a memory corruption within the gas gauge integrated chip (ic) that monitors the battery and reports information to the controller. This corruption caused the battery to trigger a safety flag and become inoperable. The battery passed functional testing after the flags were cleared, which was done by sending reset commands to the battery. Based on the available information, the reported event was confirmed. The most likely root cause of the reported event associated with (B)(4). Can be attributed to an overvoltage fault detected by the analog front end (afe) integrated circuit and/ or due to an intermittent connection within the battery's output cable strain relief. Based on an investigation, batteries with a cell over voltage condition can be attributed to battery chargers assembled with incorrect inductors. The most likely root cause of the reported event associated with (B)(4). Can be attributed to an intermittent connection within the battery's output cable strain relief and/ or due to a memory corruption of the battery. Based on the available information, a possible root cause of the intermittent wires at the strain relief can be attributed to wear and/ or to the handling of the device. An internal investigation evaluated malfunctions associated with the battery main integrated circuit. Concomitant medical products: 1103 vad, implanted: (B)(6) 2016, 694775 lead, implanted: (B)(6) 2011. Additional products: heartware ventricular assist system ¿ battery model #: 1650de/ catalog #: 1650de / expiration date: 30-jun-2018 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: yes, return date: 09-apr-2019. Device evaluated by MFR: yes. Dev rtn to MFR? Yes. Mfg date: 30-jun-2017. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Two batteries were returned to the manufacturer because they were not charging. The batteries subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.